Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm approximately 38 months ago. The proximal aorta measures 58-60 mm in diameter. There is no significant thrombus or calcification. It was reported that approximately four weeks ago a proximal aneurysm and a distal dissection were discovered. The cause of the aneurysm and dissection are unknown. No intervention has been performed. Films were reviewed and show a large aneurysm proximal to the stent graft. There is a dissection beginning near the distal end of the stent graft, extending into the right iliac.

Manufacturer narrative:
(B)(4). Evaluation, method: (film). Evaluation, results: inherent risk of procedure (dissection), patient's condition affected effectiveness of device (development of an aneurysm above the stent graft). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (development of an aneurysm above the stent graft).